Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving fentanyl 10,000 mcg/ml; 9915 mcg/day, baclofen 15 mcg/ml; 14.872 mcg/day and bupivacaine 30 mg/ml; 29.744 mg/day via an implantable pump. Indication for use was non-malignant pain and cervical/neck. The date of the event was (B)(6) 2016. It was reported the patient had magnetic resonance imaging (MRI) (B)(6) 2016. It had not been less than two hours since the patient exited the MRI field. A motor stall was seen at initial interrogation; stop pump period may exceed tube set. The pump was not alarming. The recovery was noted in the logs. Troubleshooting resolved the reported event. There were no reported symptoms. The patient had "absolutely no withdrawal symptoms."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.